Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened act, up and down buttons dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar.

Event description:
It was reported that the insulin pump¿s button had hard to press. Customer¿s blood glucose level was unknown. Customer reported that button were hard to press and need to press hard for respond. The insulin pump will be returned for analysis.